Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer stated the end user called in and stated one of the spokes popped off on his tire.